Event description:
Patient reported skin irritation in the form of rash and blisters/welts. The patient sought medical treatment and was prescribed triamcinolone by a dermatologist. The patient confirmed following the proper skin preparation guidelines.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.